Event description:
Boston scientific received information that this right atrial lead had dislodged during the transition of the patient to and from bed to bed. The patient was then brought back to surgery where the physician attempted to reposition the lead but was unsuccessful related to tight anatomy. This ra lead was explanted. No adverse patient effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.